Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation, the steerable guide catheter (sgc) would not move in the positive or negative directions while applying the -/+ knob. The sgc remained in the neutral position and would not straighten or curve. The sgc was discarded and a replacement sgc was selected. During the procedure, a mitraclip was successfully implanted, and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (guide steering issues). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported sgc not curving or straightening when applying the +/- knob could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.